Manufacturer narrative:
Literature citation: gellman et al.silastic metacarpophalangeal joint arthroplasty in patients with theumatoid arthritis. Clinical orthopaedics and related research. 1997; 342: 16-21. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1997 literature article, by gellman et al. Titled silastic metacarpophalangael joint arthroplasty in patients with rheumatoid arthritis, the authors report 81 implant fractures in situ and 160 revisions following pip joint arthroplasty with swanson finger joint implants.